Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical consultant reported lasik flap thickness was different than what was programmed treatment in a patient's left eye. Upon follow up, the flap thickness was checked immediately after lifted. No other method or instruments were used to check the flap thickness. Surgeon has no concern with outcome.